Event description:
(B)(4). It was reported that post a stenting treatment procedure restenosis and death occurred. The stent implantation location was in the superior vena cava (svc/rbcv). The lesion characteristics were an average venous lesion with an intraluminal diameter that was 16mm and the total lesion length was 60mm. The wallstent uni device had a diameter of 16mm and a length of 60 mm. A second device was implanted but no further data was provided regarding the second device. At the time of hospital discharge the patient was alive and the procedure was a hemodynamic and clinical success. There was evidence of improvement in the luminal diameter to less than or equal to 30% residual stenosis. The serum creatinine level was 0.8 and the patient's blood pressure was 120/70. One and three month patient follow up information was not provided. At the six-month follow up assessment the patient was alive, there was no evidence of improvement in the luminal diameter to less than or equal to 30% and the procedure was not considered as a hemodynamic and clinical success. No data was provided for the patient nine-month follow up assessment. The twelve-month follow up documented that the patient had died in (B)(6) of 2007. No additional data was provided.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.